Event description:
On (B)(6) 2013: customer reports via phone that during a bilateral cystogram with stent placement on a male pt in his (B)(6), the fluoro beeped once and stopped working. They had to move the pt to another table to complete the procedure with a portable fluoro c-arm. The physician states the pt is fine.

Manufacturer narrative:
Field service engineer (fse) was not able to reproduce any errors, and spoke to techs and physician who were involved during procedure, and discovered the customer was not in the "acquire mode", while attempting to make exposures. They were in the "review mode", which prevented the exposures from being made during the procedure. The customer said they were not aware they could not make exposures without a pt file opened. Fse trained all available techs, educator, surgical services, and cysto manager procedure to load pt info and start a procedure. During system checkout, fse also noted the infimed i5, gim box, isolation transformer, ups, and other equipment were stored in a closed cabinet with limited ventilation and explained to customer this could possibly exceed equipment temperature requirements. Fse recommended to remove door from cabinet storing equipment and cysto manager said that was not an option. Fse then recommended to keep cabinet door open and customer said she would. Fse completed system check using service checklist (B)(4) and returned to full service.